Manufacturer narrative:
No information has been provided to date. Device was returned for investigation. Visual inspection showed no defect to the device. When functional testing was done, the cuff was able to inflate after manipulation. The investigators stated that the dimensional complaint could have been due to a miscommunication between them and the healthcare provider who requested the device. Device history record review of the custom trach was done where no instance of non conformance were found.

Event description:
It was reported that the custom trach the customer ordered was supposed to be 70mm and they received 80mm. The cuff was also not inflating. There has been no report of patient involvement during use issue or no observable clinical symptoms or a change in symptoms identified in the patient.